Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion was noted at 7.6-8.1cm from the connector pin. The silicone insulation was not breached at this region. (B)(4).

Event description:
This report is to advise of an event observed during analysis.